Event description:
It was reported by the surgeon prior to the procedure that the paperwork that is accompanying the component is missing the patient labels.

Manufacturer narrative:
A review of the manufacturing history confirms no non-conformances were identified. The device has not been returned for evaluation. Requests are being made for additional information and a supplemental report will be provided if this information is received. Please note that this custom implant is similar to the mets smiles total knee replacement implant (k120992).

Manufacturer narrative:
Patient labels were missing from the shipment. The surgery was performed with no reported complications. The custom product inspection and release process has been updated to require inspection using a shipment checklist, by the quality assurance function, to assure accuracy and completeness. This complaint is being closed and is being tracked and trended.

Event description:
T was reported by the surgeon, prior to the procedure, that the paperwork that was accompanying the component is missing the patient labels. (B)(4).